Manufacturer narrative:
(B)(4).

Event description:
On 02dec2016 a complaint was received from a contact lens distributor who reported that a patient called and reported to them that he/she was diagnosed with ¿ulcers and can no longer wear contacts¿ while wearing the acuvue oasys for astigmatism brand contact lenses. Multiple attempts were made to contact the pt for additional information, but no additional information has been received. The date of the event is unknown and it is unknown which eye was the affected eye(s). The lot number is unknown and the product availability is also unknown. This event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.